Manufacturer narrative:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced. A review of the receiver data log confirmed a hardware error code. The root cause could not be determined. A CAPA has been initiated for this issue.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Patient's mother attempted to reset the receiver and it did not resolve the issue. Patient's mother did not report any injury or medical intervention.